Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2021. Device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the most probable cause for the found defect was due to improper handling by the user / improper reprocessing. It was further determined that the broken off cutting tool head was linked to a user error and the corroded shaft was linked to reprocessing the devices together. The assignable root cause of the fractured cutter was determined to be traced to user, which is user error and the corroded shaft was traced to environment. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cutter device was able to be removed from the attachment device. It was further observed that the attachment and cutter were in bad condition, the fluted matchstick head had broken off, and the shaft was corroded. It was noted in the service order that the attachment device was received with a cutter device stuck in it and could not be released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.